Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
It was indicated that the patient reported to the emergency room with overdose symptoms including altered mental status, drowsiness, and delusions. The patient was hospitalized and the physician requested the pump to be reprogrammed to the lowest possible dose, minimum rate. The dose was adjusted to the pump¿s minimum rate; it was decreased from 0.3 mg/day to 0.003 mg/day. The patient recovered without permanent impairment. It was later determined that the cause of the event was back pain. The event was attributed to drug effects with no pump issue. It was noted that the patient had experienced oversedation due to the dose of dilaudid.